Event description:
It was reported that during an eviva procedure on (B)(6) 2025, the user experienced weak suction and the lavage function did not work as intended. It was further reported that as a result of these issues, the initial tissue sample was inadequate, and additional tissue was taken from the patient. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on (B)(6) 2025, the user experienced weak suction and the lavage function did not work as intended. It was further reported that as a result of these issues, the initial tissue sample was inadequate, and additional tissue was taken from the patient. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint. A full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issues have not been confirmed, and the most probable root cause has not been identified. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.